Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted simple proctectomy surgical procedure, in the last quarter of the procedure, while the surgeon's head was in the 3d viewer the surgeon was not able to move the instrument's wrists properly, the grasping function was not available. The movements of the instrument were scaled appropriately but diminished. The movements were not in the opposite direction. There were no delays or lags during the movements or friction or collisions during the procedure. Once the instrument was deinstalled from the arm, the cords were found broken. The device was inspected before the procedure and no issues were observed. The procedure was completed with no reported injury.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.